Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the esophagus during an esophageal stent anchoring procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to detach from the catheter to deploy. The same issue occurred with the second resolution 360 clip device. Both devices were removed, and the procedure was completed with another resolution 360 clip device. It was also noted that there was a snap in the stages of deployment, no pop was felt. There were no patient complications reported as a result of this event.